Manufacturer narrative:
Conclusion: the device was returned with the cannula cap detached from the cannula tabs and missing. Visual and functional examinations were performed. Device was disassembled and no damage was found on the internal components.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, after firing 8 or 9 straps, the plastic tip fell off during fixation of the first crown of straps in the right epigastric space. The surgeon opined that the tip of the device was not fixed and contact with the mesh was enough to cause its detachment. The plastic tip remained stuck to the mesh, it detached from the stem of the device and fell off. The tip fell on the small bowel and was removed immediately. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.